Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer repeated the sample in question and the repeats were acceptable. The quality controls were also within acceptable ranges. The customer stated that the issue was resolved. The cause of the discordant falsely elevated ast, alpi and alti results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated aspartate aminotransferase (ast), alkaline phosphatase (alpi) and alanine aminotransferase (alti) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ast, alpi and alti results.